Event description:
In 2009. Pt reported e4 (occlusion) error displayed on his infusion device and he has received elevated blood glucose sugar readings since two days prior. Pt reported the e4 (occlusion) error displayed on his infusion device the same day, while attempting a bolus of 6.0 units of insulin. He stated, he had changed his infusion site earlier that day, so he confirmed and cleared the error. Pt reported, he delivered his boluses in 2 unit increments to get the infusion device to deliver. He stated it took several attempts to deliver these boluses because the infusion device displayed e4 (occlusion) error. Pt reported he elevated blood glucose readings for three days. He stated his readings were in the 300's mg/dl and 400's mg/dl. He reported he took an injection today which brought his blood glucose down by 100 mg/dl. Pt reported he changed his infusion site again tonight, but the e4 (occlusion) occurred again. Had pt disconnected the tubing from the infusion site and prime; he stated, he primed 16.2 units before insulin dripped from the infusion tubing. Had him stop the prime and remove the infusion set from his skin. Pt reported the cannula was bent. Had him attach a new infusion set at a new infusion site, connect the tubing and place the infusion device in run mode. Pt states, he was able to deliver a bolus of 1.0 unit to fill for airspace and the e4 (occlusion) error did not return. Advised him to change the battery cover with the next battery change. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation. On follow up call four days later, pt reported his blood glucose had returned to his target range the next day.